Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the customer that during swan procedures blood backs out of the sheath valve and enters into the cath-gard. This leakage difficulty has happened with multiple users, multiple times. The customer also reports experiencing a number of occurrences in a short period of time, and then perhaps for months they do not experience this event. There were no reported patient complications. Further details have been requested.